Event description:
The manufacturer received voluntary medwatch (mw5104417) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging the medical intervention of medication required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw5104417) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging the medical intervention of medication required. There is no actual allegation of harm and device malfunction were mentioned. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5104417) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer previously received information alleging the medical intervention of medication required. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.